Manufacturer narrative:
One sample material#: 2426-0007, batch#: 25063015 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and separated at the inlet port of the y-site just below the pumping segment. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root causes of the separation between the tube and the y-site component are as follows: - bushing plugged or partially plugged due to adhesive and tube residue. - malfunction in the medica adhesive dispenser, which failed to dispense solvent. - assembly method is not properly followed by the personnel involved in the operation as part of the corrective actions, preventive maintenance was scheduled for the weekend shift to help ensure proper adhesive dispensing. Additionally, the dispenser tools were replaced. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by the customer that product is leaking at the y-site.